Event description:
It was reported that during a changeout procedure the right ventricular (rv) lead presented with low impedance levels. The lead was capped and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: 456845, implantable pacing lead; implant: 1998 (B)(6). (B)(4).